Manufacturer narrative:
Device evaluation: the device related to the reported events infection received on may 11,2026, with lot number 2875722. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ infection: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Device was explanted.

Manufacturer narrative:
Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿acute swelling with redness and edema¿ and ¿fluid around the implant¿. Antibiotics were provided.

Event description:
Healthcare professional reported ¿suspected alcl¿, ¿acute swelling with redness and edema¿ and ¿fluid around the implant¿. Later healthcare professional reported "does not have alcl, swelling and redness". Antibiotics were provided. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Further investigation results: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30022438. However, it is unlikely that the events related to the reported infection are associated with the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported "suspected alcl", "acute swelling with redness and edema" and "fluid around the implant". Later healthcare professional reported "does not have alcl, swelling and redness". Antibiotics were provided. This record is for the left side. Device remains implanted.